Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). OEM (equipment original manufacturer) review of device history records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation confirmed that there was a short circuit between the 5v and gnd lines inside the connector of the handpiece and likely the root cause of the error. Connecting the handpiece to the console may damage the console side and the combination was not checked. Therefore, the reproducibility of the indicated error e14 has not been confirmed. It should also be noted that a 5v to gnd failure typically causes an e12 error which is associated with handpiece not being recognized. Furthermore per mdcons100 service manual dn0010347, there is no such e14 error. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an ess (endoscopic sinus surgery) procedure, the user experienced no output on the device. The user stepped on the footswitch and initially received an output however after checking the connection, the device displayed an error 14 error message. The device was replaced with the same similar device. The intended procedure was completed. There was no patient harm or impact reported due to the event.